Manufacturer narrative:
The device was discarded. No product samples, videos, or photographs were returned for investigation. The device history review for lot number 4110831 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Event description:
The customer reported a 42 cm (17¿) pur ext set with bag spike w/integrated clave, bcv and cap with filter where the tubing has come loose from spike with the clave which caused leakage with potentially toxic product. The solution being used was carboplatin and the leaking occurred at the beginning of the infusion. The chemo did not come in contact with the patient or healthcare provider. A spill kit was used, and the chemo was cleaned up per protocol. The set was destroyed in the nursing ward due to leakage with a cytostatic agent. There was patient involvement and a delay in critical therapy but no adverse event nor need for medical intervention.